Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose was unknown mg/dl. The troubleshooting was peroformed. The customer was advised to disconnect to the insulin pump. The customer stated that she had new aaa alkaline battery to test with the insulin pump. The patient was advised to insert the new aaa alkaline battery on the insulin pump as soon as possible, if display doesn't return revert to back up plan per health care provider instruction until replacement battery cap arrives.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)